Event description:
It was reported that this right ventricular (rv) lead was repositioned several times during the implant procedure due to low r waves and high pacing thresholds. Once positioned, the helix would not extend. Subsequently, another rv lead was implanted instead. No adverse patient effects were reported. This lead has not been returned despite good faith efforts thus far. Should the lead be returned in the future, laboratory analysis will be performed, and a supplemental report will be issued.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead was repositioned several times during the implant procedure due to low r waves and high pacing thresholds. Once positioned, the helix would not extend. Subsequently, another rv lead was implanted instead. No adverse patient effects were reported. The attempted rv lead is expected to be returned for analysis.